Event description:
Patient was a direct admit to intensive care unit from an outlying hospital, admitted and started on propofol on arrival to intensive care unit programmed at 25 mcg/kg/min for 55 kg patient alaris channel (biomed #10706) visually looked like it was dripping very quickly and approximately ¾ of bottles was empty by bedside rn and clinical lead. Immediately stopped and switched to different channel which was working appropriately. Systolic blood pressure in the 80¿s at this time. Intensivists immediately notified. Fluid bolus ordered by physician. Nursing manager also notified and given channel. Per the hospital¿s biomedical engineers, this alaris IV pump was part of the recall remediation process carried out by bd during the month of july 2023, reference alert# a34232, 34240, 35316. According to the report, this pump passed all test and was returned to service by them, without restrictions. The IV-pump module does not save settings information for the drug program/delivery. When the hospital¿s biomedical engineers downloaded the logs for the alaris pcu and pump module collaborating with pharmacy and ICU nursing staff, they were able to corroborate that the reported infused volume corresponds to the programmed delivery. When subtracting the alaris cpu-pump system reported initial volume, the discrepancy noted by pharmacy was resolved, therefore no errors occurred. Without having all the modules and IV set, biomedical engineers recommend having the two pieces of equipment sent to bd for their analysis. Ceid #(B)(4) asset tag: (B)(4).